Event description:
It was reported that the ilet handheld device¿s screen was cracked while the device remained operational, and blood glucose control was reported as unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no interruption to therapy. Investigation included complaint handling and attempts to obtain additional information from the user. Investigation of this case revealed insufficient information to identify a root cause. It was concluded that the device experienced a screen damage issue with no associated patient harm.